Event description:
Break in the catheter during traction removal. The tip of the dome broke again when forceps were used. The detached portion was removed with gastric camera. Indwelling period is unk.